Event description:
It was reported that "dr inserted a rasp attached to a rasp handle into the pt. As he was moving the rasp laterally to position better, the tip of the rasp handle broke off leaving the tip broken in the rasp. Luckily I had another rasp handle and was able to attach it to a different position in the rasp and able to pull it out."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.